Manufacturer narrative:
According to the field, the lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates there was no asystole of greater than two seconds and upon testing the rv lead with a pacing system analyzer, loss of capture was still observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not capturing the heart. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.